Event description:
During maintenance of the pump system, the device did not operate on battery backup power for the expected period of time. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.